Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced pain due to reservoir herniation. A revision surgery was performed, during which the physician explanted the device. There were no further patient complications.

Manufacturer narrative:
Model number/catalog number: 7240423312. Serial number: n/a. Batch/lot number: 1100774080. Model/catalog description: cx preconnect ms 21cm ps 12cm tl iz. Unique identifier (UDI) # : (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Migration and pain are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of pain is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Model number/catalog number: 7240423312. Serial number: n/a. Batch/lot number: 1100774080. Model/catalog description: cx preconnect ms 21cm ps 12cm tl iz. Unique identifier (UDI) # : (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Migration and pain are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptom of pain is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced pain associated with reservoir herniation under the fascia. A revision surgery was performed, during which the device was explanted and replaced. There were no further patient complications.